Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that while everything was locked down, the probe was shaking in the tracker view, but the frame was not and nothing was physically moving. The geometry error of the probe was less than .2mm. A manufacturer representative that was present replaced the sphere and still no resolution. The representative had the camera facing perpendicular to the probe. He noticed when he moved the camera, the trajectory of the probe move in the navigation views. The surgeon was able to proceed with the case after a 5 minute delay. The lead was placed within the target and there was no impact to patient outcome.

Manufacturer narrative:
The camera was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. The part, when connected to a known good system behaved as expected. The psu also passed an accuracy test with a passing threshold of .35mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated and determined that the behavior described was the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.